Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving dilaudid (10mg/ml, 9.989 mg/day) via an implantable infusion pump. The indications for use were noted as non-malignant pain and chronic low back pain. Other medications the patient was taking at the time of the event included oxycontin 40 mg. The patient's pertinent medical history included allergy to tramadol. On (B)(6) 2015, a pump alarm was heard, described as "a jingle." The alarm was later confirmed to be a low reservoir alarm due to a missed refill. The patient was due for her refill on (B)(6) 2015; the last refill had been on (B)(6) 2015, and the pump was refilled "every 15-16 days." At the last refill, 0.5ml had been removed from the pump before refilling. The low reservoir alarm/refill date was (B)(6) 2015 and the alarm was first heard (B)(6) 2015. The reporter noted that the alarm "usually doesn't happen until a day after what they are told. "The patient had no symptoms "except worry," and had not experienced withdrawal symptoms. The patient was going to the hcp to refill the pump on (B)(6) 2015. The patient had "over the counter medication (narcotics)" and could take those if needed. The reporter was redirected to the patient's hcp. It was unknown how the patient was doing.